Event description:
It was reported that the pump battery could not be charged, and subsequently the pump shutdown. The customer's blood glucose level was over 500 mg/dl. Multiple boluses were delivered to address bg level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.